Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate iii system controller (serial #: (B)(6)) was evaluated with the reported event of driveline communication faults. The system controller was not returned for analysis; however, a log file was submitted for review spanning approximately 11 days ((B)(6) per timestamp). Events occurring on (B)(6) 2000 and (B)(6) 2000 are from when the system clock was not properly set and the actual time of events occurring during these periods are unable to be determined. All other timestamps include periods in which the driveline was not connected and operating a pump. Events occurring prior to the second timestamp of (B)(6) 2000 are not related to the reported event. On (B)(6) 2000 from 15:30:03 - 17:54:21 there were multiple driveline communication fault alarms. These alarms did not clear. There were no other notable alarms in the log file. Additional information communicated on 05may2021 indicated that the cause of the communication faults was determined to be the modular cable, and that the exchanged system controller will not be returning. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being initially ordered on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR. Report # 2916596-2021-02449.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient reported driveline communication fault. During clinical visit it was reported that the damage appeared to be the modular cable as there was a tear above the modular cable closer to patient¿s driveline exit site. The controller was replaced; however, the communications fault alarm did return along with a controller clock corrupt. A modular cable and a controller replacement were required in order to potentially resolve the issue. The cause of the communication fault was due to modular cable compromised/torn/ wires exposed. Modular cable and controller were replaced. No additional information was provided.